Event description:
It was reported that the patient could not feel magnet stimulation at all and that the magnet no longer aborted her seizures. The patient could feel stimulation faintly before, but she recently could not feel stimulation at all. The impedance had decreased slightly since the patient's last appointment, but all diagnostic results were within normal limits. The physician was concerned that there was a device malfunction due to the lower impedance, the patient not feeling stimulation, and her seizures had increased slightly. Programming data was reviewed, which showed that the device was delivering the full intended therapy, and that there was a decrease in impedance since the patient had been implanted three years prior. At this time, there is no indication of a device malfunction. However, the physician believed that there was an issue with the device causing the patient to have the increased seizures and altered perception of stimulation. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns was interrogated and found to be normal, and that the physician believes that the device is untethered and not delivering therapy. It was reported that the patient cannot feel stimulation even at the highest settings. No additional or relevant information has been received to date.

Event description:
Patient underwent generator replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.